Event description:
It was reported by the pt's attorney that five yrs after ivc filter implant, one filter leg detached and was identified in the liver, and one filter leg extended outside the vena cava. The filter was unable to be retrieved.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Manufacturer narrative:
A manufacturing review could not be performed as the lot number was not provided. The filter was not returned for evaluation as it remains implanted, therefore, a device evaluation could not be performed, images were also not provided. The results of the investigation are inconclusive and the root cause is unknown. The current IFU (instructions for use) states warning/potential complications; filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Perforation or other acute or chronic damage of the ivc.

Manufacturer narrative:
Additional information from medical records: the device was not returned images were not provided medical records were provided and reviewed based upon this review, the complaint investigation is confirmed for filter limb detachment and limb perforation, however, the definitive root cause is unk, based upon the available info.

Event description:
Additional information from medical records. The filter was initially implanted in an infrarenal position, without tilt. There were no attempts to remove the filter after the detached limb was discovered follow-up CT imaging performed one year after the initial detached limb discovery demonstrated an additional ivc filter limb extending up to the duodenal wall, however, there was no small bowel perforation.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient with factor v leiden had a vena cava filter successfully deployed prior to gastric bypass surgery. Approximately five years post filter deployment, a computed tomography (CT) scan demonstrated a limb of the filter in the right hepatic lobe and another limb protruding out of the inferior vena cava (ivc). Vascular surgery did not recommend filter retrieval at that time. Approximately six years post filter deployment, a CT scan demonstrated caval penetration of filter limbs with a limb abutting the duodenum and two limbs contiguous with the abdominal aorta. Vascular surgery did not recommend filter retrieval at that time. Hematology/oncology noted that the patient suffered from persistent anemia with possibility of the filter causing some chronic gastrointestinal bleeding. Follow up with gastroenterology noted that it was not possible to evaluate the duodenum to determine if there was chronic blood loss from the filter limb penetration due to the patient¿s post-surgical anatomy. Re-evaluation regarding removal of the filter was recommended if the patient developed evidence of bleeding or worsening pain. Subsequent CT scans demonstrated the filter and the metallic linear density in the right hepatic lobe to be unchanged in position. Approximately twelve years and four months post filter deployment, an ivc duplex demonstrated a patent ivc with the filter in place. The current patient status is unknown. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Based on the provided medical records, the investigation can be confirmed for the detached filter limb and perforation of the ivc wall. Per the provided medical records, the patient underwent gastric bypass and gastric bypass revision surgery after filter deployment. Therefore, it is possible that subsequent surgeries contributed to the identified deficiencies with the filter. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Perforation or other acute or chronic damage of the ivc.

Event description:
It was reported by the patient's attorney that five years after ivc filter implant, one filter leg detached and was identified in the liver, and one filter leg extended outside the vena cava. The filter was unable to be retrieved. Additional information from medical records: the filter was initially implanted in an infrarenal position, without tilt. There were no attempts to remove the filter after the detached limb was discovered. Follow-up CT imaging performed one year after the initial detached limb discovery demonstrated an additional ivc filter limb extending up to the duodenal wall; however, there was no small bowel perforation.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient with factor v leiden had a vena cava filter successfully deployed prior to gastric bypass surgery. Approximately five years post filter deployment, a computed tomography (CT) scan demonstrated a limb of the filter in the right hepatic lobe and another limb protruding out of the inferior vena cava (ivc). Vascular surgery did not recommend filter retrieval at that time. Approximately six years post filter deployment, a CT scan demonstrated caval penetration of filter limbs with a limb abutting the duodenum and two limbs contiguous with the abdominal aorta. Vascular surgery did not recommend filter retrieval at that time. Hematology/oncology noted that the patient suffered from persistent anemia with possibility of the filter causing some chronic gastrointestinal bleeding in addition to chronic anticoagulation therapy. Follow up with gastroenterology noted that it was not possible to evaluate the duodenum to determine if there was chronic blood loss from the filter limb penetration due to the patient¿s post-surgical anatomy. Re-evaluation regarding removal of the filter was recommended if the patient developed evidence of bleeding or worsening pain. Subsequent CT scans demonstrated the filter and the metallic linear density in the right hepatic lobe to be unchanged in position. Additional hematology visits suggested chronic gi bleeding and iron deficiency could be related to chronic anticoagulation therapy and migration of ivc filter. Approximately twelve years and four months post filter deployment, an ivc duplex demonstrated a patent ivc with the filter in place. The current patient status is unknown. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately five years post filter deployment, CT revealed a short metallic foreign body in the right hepatic lobe, and vascular surgery noted a filter limb in the right hepatic lobe with another limb protruded out of the ivc. Approximately six years post filter deployment, a CT scan demonstrated caval penetration of filter limbs with a limb embedded within the posterior wall third portion of the duodenum and two limbs contiguous with the abdominal aorta. Approximately six years three months post filter deployment, hematology/oncology consult noted a migrating ivc filter causing some chronic gastrointestinal bleeding. Approximately six years eight months post filter deployment, follow-up hematology office visit suggested chronic anticoagulation therapy and migrating ivc filter may have caused some chronic gi bleeding. The following month, CT scan demonstrated ivc filter with prongs extending outside the ivc with the anterior limb coursing caudally to the second portion of duodenum and the medial prongs abut the aortic wall. Follow-up exams/scans demonstrated the ivc filter to be at the l3 vertebral body and a metallic linear density in the inferior right hepatic lobe. Therefore, based on the provided medical records, the investigation can be confirmed for filter migration, detached filter limb, and perforation of the ivc. Per the provided medical records, the patient underwent gastric bypass and gastric bypass revision surgery post filter deployment. Therefore, it is possible that subsequent surgeries contributed to the identified deficiencies with the filter. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported by the patient's attorney that five years after ivc filter implant, one filter leg detached and was identified in the liver, and one filter leg extended outside the vena cava. The filter was unable to be retrieved. Additional information from medical records: the filter was initially implanted in an infrarenal position, without tilt. There were no attempts to remove the filter after the detached limb was discovered. Follow-up CT imaging performed one year after the initial detached limb discovery demonstrated an additional ivc filter limb extending up to the duodenal wall; however, there was no small bowel perforation. Additional information from medical records: the filter was initially implanted in an infrarenal position, without tilt. There were no attempts to remove the filter after the detached limb was discovered. Follow-up CT imaging performed one year after the initial detached limb discovery demonstrated an additional ivc filter limb extending up to the duodenal wall; however, there was no small bowel perforation. Additionally, the patient suffered from persistent anemia with the possibility of the ivc filter migrating and chronic anticoagulation therapy causing some chronic gastrointestinal bleeding.